Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise causing the device to mode switch. The lead was capped and a new lead placed during device change out. The patient was stable pre and post procedure.